Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, wrong functioning, the tube has leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation near the exhaust tube/strain relief junction of cylinder #2. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with a needle. Surface abrasion is noted on all strain relief of the pump. No functional abnormalities are noted with the pump or cylinder #1. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the exhaust tube of cylinder # 2 occurred subsequent to the device packaging being opened. Cylinder #2 has a different lot number than cylinder #1 and appears to have been implanted at a later date. As this device was implanted for over 1 ½ years and assumed functional, quality cannot confirm when the separation occurred. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.